Manufacturer narrative:
The damage found was sustained during the procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was difficult to position the left ventricular lead due to patient anatomy. After the third attempt at positioning the lead, heparin was noticed coming out of the side of the proximal part of the lead while flushing the lead. The lead was not used and was replaced successfully. The patient was doing well post procedure.